Event description:
It was reported that there was a high out of range pace impedance measurement for this right atrial (ra) lead. Noise with no oversensing was also reported. This ra lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.